Event description:
Reportedly the patient had undergone a percutaneous coronary intervention (pci) on (B)(6) 2009, with implantation of a 2.25x28 mm xience v in the distal right coronary artery (rca). During a stress test on (B)(6) 2013, the patient presented with angina and breathlessness; therefore, the patient was scheduled for an angiogram where it was found that the xience v stent implanted in the distal rca in 2009 had 80% restenosis. The patient was first treated with medication; however, the patient was ultimately treated via pci with a 2.5x12mm non-abbott stent. The rca was described as moderately tortuous and moderately calcified. There were no adverse patient effects or clinically significant delay in the procedure due to treatment of the restenosed xience v stent and the angina and breathlessness which the patient had presented with initially, had abated after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.